Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that her charger does not seem to be working. The pt also stated that the device is securely plugged in, and that she has tried plugging the charger into two different outlets. Support issued the pt a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem was confirmed. Upon evaluation, it was found that the battery charger's power cable had the connector pins pulled from their strain relief and back through the connector. The pins were recessed into the connector resulting in a poor connection with the mating port on the charger. The root cause of the recessed pins cannot be positively identified but may have resulted from excessive force exerted when removing the charger's power cord. No adverse event resulted from the defective battery charger cable. The pt rec'd a replacement battery charger.